Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 6.4cm abdominal aortic aneurysm. Vessels were mildly calcified and moderately tortuous, and the iliac limbs were reported to be 7 mm to 8 mm in diameter. It was reported that either during the insertion or the removal of the delivery catheter, there was vessel trauma in the internal iliac artery. The physician elected to place a talent iliac limb, which successfully covered the vessel trauma. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B) (4). (B) (4). The analysis results found that one device was received in good visual condition. The device was cycled, fed and formed the remaining clips within manufacturing specifications and then, the device locked out as intended. It could not be determined what may have caused the event reported. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired. The clips were not forming properly. A new device was used to complete the procedure. There was no patient impact.